Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided.

Event description:
It was reported that thumb slide worked fine, but the 5.0 x 60 supera stent was difficult to deploy in the predilated, 5 mm diameter, superficial femoral artery. The physician moved the thumb slide back and forth until the stent was eventually completely released. It was released completely within its target area. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.